Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. The customer's blood glucose level was 8.7mmol/l. Customer will continue using the pump for insulin therapy until a replacement pump is received.